Manufacturer narrative:
Review of the qc before and ater the event show multiple analytes were having issues. Service was at the account before the event for cartridge chemistries (cc) calibration issues. A field service engineer (fse) was called again and the investigation is ongoing. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total protein (tp) and erroneously low albumin (alb) results generated by the unicel dxc 600 pro synchron clinical systems for three patients. The results were reported out of the lab. Patients' original samples were retested and lower results were obtained for both analytes. Amended reports were issued. There was no change to patient treatment.